Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a faulty electronic component on the interface board.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The insulin pump was unresponsive. No further info was provided.